Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. No issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Microscopic examination identified that the proximal section of a distal blade segment was lifted, and 1mm of the blade in the proximal section of the proximal segment and 2mm of the distal section of the proximal blade segment was detached. No damage was observed to the other blades or the blade pads. The detached segments were not returned with the device. Tip showed no signs of tip damage.

Event description:
Reportable based on the device analysis completed on 03sep2025. It was reported that the device could not cross the lesion. The 98% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the device could not cross the lesion. The procedure was completed with an alternative device. There were no patient complications. However, the device analysis revealed that blade was lifted and detached.